Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer complained of erroneous results for 2 patient samples tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were not reported outside of the laboratory. Patient sample 1 initial troponin t hs stat result was 40.93 pg/ml with a data flag. The sample was repeated 3 times with results of <3pg/ml with a data flag, 4.31 pg/ml and <3 pg/ml with a data flag. On (B)(6) 2016 patient sample 2 initial troponin t hs stat result was 23.08 pg/ml with a data flag. The sample was repeated twice with results of 4.17 pg/ml and 4.16 pg/ml. No adverse event occurred. The troponin t hs stat reagent lot number was 138684. The expiration date was not provided. The analyzer performance check from 10/07/2016 was acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Quality controls prior to both events were acceptable. Based on a review of the alarm trace, no issues were identified. Potential root causes may be related to an undetected temporary issue with pre-analytics or the instrument.